Manufacturer narrative:
It was reported that after a right initial bunion surgery on (B)(6) 2019, the patient underwent a corrective surgery due to pain and recurrence. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on additional information the implanting surgeon found the patient had intercuneiform instability and needed an additional procedure (aiken phalangeal osteotomy) or redo the lapiplasty to address it. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after a right initial bunion surgery on (B)(6) 2019, the patient underwent a corrective surgery due to pain and recurrence. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.